Event description:
Adverse event(s): "doesn't feel the lens is working, able to see better before surgery" (postoperative refraction, unexpected). Product problem(s): "doesn't think that there is anything wrong with the lens itself" (no info [iol (intraocular lens) implant]). The daughter of a consumer reported that following intraocular lens (iol) implant surgery, her mother doesn't feel that the lens is working and feels that she was able to see better before surgery. She also stated that her mother doesn't think there is anything wrong with the lens itself. The reporter believes that due to her mother's epiretinal membrane (pre-existing), this type of lens should not have been used. She stated that the surgeon told her that her mother had macular edema due to the surgery which the surgeon treated with medication. When her mother's vision didn't improve, she took her to a retinal specialist, who told her that va was 20/100 with a well-centered lens and also noted a diffused epiretinal membrane. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/18/2010, 03/22/2010, and 04/06/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).